Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product could not be performed as a serial number was not provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. Model #: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted into the patient's operative eye. Post-operatively, the patient was unsatisfied and complained of not having good intermediate vision. Reportedly, the patient has to wear the same 2.75 diopter glasses to see the computer screen as they did before the surgery. In addition, one day after surgery, the patient had 20/25 vision, but reported they were close to 20/40. Halos and starbursts at night were also reported by the patient. The patient had planned to have their second eye treated, but has postponed this as they feel that it would affect their ability to complete daily tasks. The patient also reported that they had a capsulotomy scheduled however, the patient was considering postponing this to give neuroadaptation another month or two. No additional information was provided.